Manufacturer narrative:
B3: date of event - estimated as the aware date as the date of event is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During preparation for a pulmonary vein isolation procedure, a farawave pulsed field ablation catheter was selected for use. It was reported that during preparation, a piece of plastic on the flush port was observed to be broken off the catheter. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis.

Event description:
During preparation for a pulmonary vein isolation procedure, a farawave pulsed field ablation catheter was selected for use. It was reported that during preparation, a piece of plastic on the flush port was observed to be broken off the catheter. The catheter was replaced, and the procedure was completed without patient complications. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief was found to be slightly detached from the luer. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, it was possible to observe the separation of the strain relief. B3: date of event - estimated as the aware date as the date of event is unknown.